Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
An outside law firm submitted a complaint that alleges "a patient who developed shock liver following surgery experienced pump malfunctions on two consecutive days. The first event was an inappropriate air-in-line alarm that interrupted the patient's norepinephrine infusion, causing the patient to suffer a cardiac arrest. The second event was an air-in- line alarm that led to hypotension. The patient ultimately died." Note: MFR reprort # 9610825-2026-00103 has been submitted for the infusomat space pump involved in this event.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No samples, logs, or responses to our questions were received. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.